Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was flickering on and off intermittently as well as beeping and vibrating, however the pump was noted to otherwise be unresponsive. The customer's blood glucose level was 272 mg/dl. The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.